Event description:
Customer reported system locks during boot. In service mode, right monitor displays hard drive sector failure messages.

Manufacturer narrative:
Gehc service personnel replaced hard drive. Reloaded software and cal files. Calibrate touch screen. Booted system 10x to verify new hard drive. Tested system function. Operating as intended.